Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to non physiologic noise, possibly while sleeping. Technical services (ts) recommended isometrics testing. This patient came into the clinic in which noise could not be reproduced with isometrics or pocket manipulation and the in clinic shock impedance was 110 ohms. Ts recommended obtaining an x ray and to turn on the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD). This electrode remains in service. No adverse patient effects were reported.